Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they, "ended up in the hospital with two blood clots in the left arm." The implant site of the leads are on the same side of the body as the clots. The leads remain in use. No further patient complications have been reported as a result of this event.